Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly was noted. The pump had a cracked case at the display window corner, cracked battery tube threads and a severely scratched/worn display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that insulin would squirt out during manual prime. It was reported that the piston continues to move forward after reservoir contact, and insulin squirted out. It was reported that the customer tried different sets. It was reported that the pump would be replaced and returned for analysis.